Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The photographs were visually inspected which showed a small vertical crack midway from the gripping area to the rim of the cap. From the photographs, it was not clear if the crack went completely through the plastic. The reported condition was verified, however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a crack. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.